Manufacturer narrative:
The motor handpiece max. 6000rpm, type 8564.021, with serial number (B)(6), originates from production order (B)(4). With an order quantity of 20 pieces. A review of the production schedule for this serial number revealed no anomalies or deviations. The item was delivered to the customer on (B)(6) 2019. The motor handle assembly was checked and extensively tested in the specialist department. It was found that the connector pins of the motor handle are heavily corroded, and the valve o-ring is worn. The cause can be traced back to non-compliance with the instructions for preparing the motor handle as described in the operating instructions. In general, the user is advised in the corresponding operating instructions IFU ga-a238, chapter 4, that a visual and functional check must be carried out before and after each use. Due to possible sporadic failures. The user is advised in ga-a238, chapter 1.6, that an equivalent instrument or device replacement should be available for therapeutic applications. In our risk analysis e5-2 rev.07, manufacturing-related, handling-related, and design-related hazards with regard to functional impairment and risks due to a product that cannot be used were considered with the corresponding extent of damage and the assumed probability of occurrence and assessed as an acceptable risk. No comparable cases of this type 8564.021 were registered during the period under review. As the investigation of the current complaint did not reveal any new risks, the risk assessment remains valid, even taking into account the possibility of recurrence.

Event description:
It was reported that, during the middle of the morcellation process, the generator stopped and triggered the alarm. The user restarted the equipment. However, the alarm continued and failed to stop. The surgery was cancelled and instead a prostate probe was performed. The patient was rescheduled for surgery on (B)(6) 2025 for a prostatic adenoma. There are no reports of health problems and patient is doing well.